Event description:
It was reported that due to patient anatomy and positioning difficulties the left ventricular (lv) lead could not be placed. The lead was attempted and not implanted. A different lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. The full lead was returned for analysis. The distal conductor had blood/body fluid (not obstructed).